Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was capped on (B)(6) 2025. The patient was stable.